Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified part of tubing leaked. This occurred during peritoneal dialysis therapy. There was patient involvement. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.